Event description:
After the hospital performed a case, the nurse was replacing the filter on the aspiration pump and she did not screw the filter on at the right angle and it became stuck and broke when they tried to remove it. The winding became loose and separated from the pump.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra (B)(6) 2010 update to the FDA warning letter dated december 31, 2009.